Event description:
The pt has a scs system which includes two leads for the same lot. It was reported the pt suffered a fall and lost stimulation. Lead diagnostics revealed invalid contacts and reprogramming was unable to provide effective stimulation to his feet. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.